Manufacturer narrative:
(B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, when screwing on the bullet dissection tip, pieces of the plastic shaved off and obscured the lens of bom 7mm extended length endoscope. Pa continued to harvest saphenous vein despite decreased vision. It was an annoyance but she was still able to get a decent piece of vein out. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). This is a reusable OEM device; therefore, a serial number review was not applicable. A serial number was not provided and the specific product serial number cannot be identified from a ship history, therefore it is impossible to obtain a certificate of conformance.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, when screwing on the bullet dissection tip, pieces of the plastic shaved off and obscured the lens of bom 7mm extended length endoscope. Pa continued to harvest saphenous vein despite decreased vision. It was an annoyance but she was still able to get a decent piece of vein out. The hospital did not report any patient effects.